Event description:
On 11/04/2025, it was reported by a sales representative via (B)(4) that an abs-10063 angel cprp processing set caused the light sensor to trigger. This was discovered during the case. Another device was used to complete the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to user error due to a dirty and/or damaged light sensor; however, due to the device not being returned, we are unable to confirm the reported event.